Event description:
A female patient called to report "connect belt" messages. Support advised her to remove and reinsert the electrode belt. This did not resolve alarms. Support sent a patient services representative (psr) to the patient to address this problem. The patient called back 15 minutes later to state that the problem was resolved. Support spoke with patient in 2008 and the patient stated that she forgot how to use the device. Two days later, a psr visited the patient and retrained her. The psr stated that there was a bent pin in the electrode belt connector and the patient had straightened it herself. The psr gave the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of the electrode belt has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector and were straightened by the patient. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.